Event description:
A bausch & lomb sales representative reported speaking to a physician regarding a patient who developed fungal keratitis while using renu with moistureloc multi-purpose solution. The patient was initially treated with zymar (gatifloxacin) for what was thought to be a bacterial infection. Her condition persisted with little improvement and lotemax (loteprednol etabonate) was added. On follow-up the patient was diagnosed with fungal keratitis. Her treatment included natamycin and steroids (unidentified). The physician was able to confirm that the fungus was not fusarium, but could not identify the exact genus. The patient's condition has resolved with sequelae (paracentral corneal scar).

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicated there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime. We are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.